Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device exhibited oversensing. The rep attempted to correct this by decreasing the device sensitivity, without success. The device is still in use. No patient complications have been reported as a result of this event.